Event description:
The intraocular lens was removed and replaced without complication due to the physician's observation of decentration and a broken haptic.

Manufacturer narrative:
The iol was received for analysis. Inspection showed on haptic broken at the haptic/optic junction, the second haptic was distorted. Gross contamination was noted on the optic, not inconsistent with an explanted iol. Our observations reasonably suggest this damage is not manufacturing related.